Event description:
The lay user/pt called lifescan (lfs) in 2006, and alleged that his meter was prompting an error 5 message. The pt was unable to test on his meter since 3 days later due to the error5 issue. He takes novorapid insulin 3 times a day and lantus insulin once a day. He continued to take his dosage of insulin as directed. On march 11, 2006, in the middle of the night, his fiance discovered that he was hypoglycemic. She attempted to wake him but he was unconscious. She called the paramedics and they obtained a result of approximately 2.4 mmol/l. He was given a hormone injection, which releases reserves of glucose from his liver. He felt better after about 10 minutes and was advised to eat food with carbohydrates. The pt reported that he was using the correct technique and the test strips were in good condition. The error 5 issue was not resolved with troubleshooting in good condition. The error 5 issue was not resolved with troubleshooting. This complaint is being reported as the pt was unable to test on his meter and suffered a hypoglycemic event. A replacement meter has been sent.